Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 2.8x16mm graftmaster was being used to treat a perforation in the proximal left anterior descending artery; however, it failed to cross. The patient was sent to surgery and the perforation was successfully sealed. It was reported that the use of the graftmaster did not cause additional complications or adverse patient events. No additional information was provided.